Event description:
The hcp reported that the pt had experienced a loss of efficacy which she stated was unrelated to the stimulation therapy. There was no known accident or incident related to the loss of efficacy. The impedances were checked and electrodes 0, 2, and 3 against 1, had an impedance of 65 ohms. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.